Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, it was noticed that the lens went in upside down and was twisting in the eye after the iol was implanted into the eye. The lens was explanted during initial procedure and the procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. (FDA product code a140504 added). The manufacturer internal reference number is: (B)(4).